Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as burning sensation. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse adjusted the lifevest equipment for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable,